Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. The customer did not disclose any additional information regarding this event. No patient or user harm was reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and applied knowledge article (B)(4) es devices stuck at "windows updates 100% complete" screen after reboot. The technical support specialist completed system updates installation and monitored the device. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer did not disclose any additional information regarding this event no patient or user harm was reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, g1, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-nov-2020 to 04- nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system stuck on the black screen and required a reboot in the middle of a procedure. The nurses and doctors will work on a station, it will then freeze, and require a reboot. It also occurs when techs go to restock. The issue is affecting patient care, however there has been no patient harm. There were no adverse events or injuries reported based on this incident.